Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in via phone stating she had issues with quicksets. She states she has had three incidents in the last week. The first one was a bent infusion set she pulled the tape off and she used serter the needle came out and she tried to put back in bent it the needle, she was trying to get into the serter. The second incident occurred on (B)(6)2017. The customer's blood sugar was 359mg/dl and she treated with manual injection. Instead of using upper stomach she used lower and she was having high bg's and took out the infusion set was bent. On (B)(6) 2017 her blood sugar was 548mg/dl. The third incident she can't remember what happened. The customer treated with manual injections to treat and her blood sugar went down to 100 mg/dl to 140 mg/dl. Nothing is returning.